Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured and could not inflate with pressure. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured and could not inflate with pressure. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. It was further reported that 80-90% stenosed target lesion was located in the moderately calcified left circumflex coronary artery. The balloon ruptured upon several inflation within 5 seconds and a contrast was present inside the balloon. The device was removed as usual.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).